Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error displaying the message "4006 failure", coin cell is empty, besides the battery is faulty and cannot be loaded. No patient harmed and no injury reported because this was found during service and repair.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The 4006 error message is not an indication of a product defect. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.